Event description:
Ref (B)(4).

Manufacturer narrative:
The first 8 coils used in this incident were reported on MFR report #2032493-2013-00054 fu#1. This 9th coil was a different family coil than the first 8 reported. Sample analysis: an eval of the actual complaint sample could not be performed as it was not returned for eval. The user did not indicate the mvi coil (s) were the cause of the incident. The device in complaint does not appear to be the cause of the incident. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.